Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-03104. The pt was implanted with an ipg on (B)(6) 2008. It was reported that the pt was without stimulation. A diagnostic test revealed invalid impedance measurements for several of lead contacts. A subsequent x-ray also showed that the lead had pulled out of the ipg header. Surgical intervention was undertaken on (B)(6) 2011 to replace both the pt's ipg and lead. No further issues were reported.